Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, error e006 is triggered due to an increased impedance between both electrodes. Possible cause for the reported event are: 1) increased number of deposits of tissue on the electrode. 2) increased contact resistances due to incorrectly or insufficiently plugged contacts at the working element or connection cable. 3) increased contact resistances due to defective contacts at the working element or connection cable. 4) increased contact resistances due to defective contacts at the universal socket, e.g. Due to corrosion. 5) the instrument is located in a gas bladder during activation. 6) the measuring method of the esg-400 might have an impact on the conductivity. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the electrosurgical generator esg-400 experienced an e006 temporary failure error. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.